Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A surgical patient experienced adhesions after an unspecified surgical procedure. The ¿adhesion was observed at the blood vessel anastomose part¿ where floseal was applied. A second unspecified surgical procedure was performed to correct the issue. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.